Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device would not secure the cutter. It is known that the device was not used during surgery but it is unk if injury or medical intervention occurred. The event date is unk. There was no add'l info provided.